Event description:
It is reported that the articular surface would not insert correctly into the tibial baseplate.

Manufacturer narrative:
This report will be amended when our investigation is complete.